Event description:
It was reported that during a ptca procedure of a lesion in the distal lcx and 4pl, the double wire and kissing balloon technique was used. The balloon catheter was advanced to the distal lcx and inflated. Upon removal of the balloon catheter from the coronary, the tip was found to be separated. The proximal site of the guide wire was kinked and "v" shaped and the tip of the balloon caught on it. There was resistance noted when the tip caught on this kink. Reportedly, there was no patient injury.